Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause of the peritonitis and treatment for the event were not reported. Seventeen days after the hospitalization, the patient switched to hemodialysis. At the time of this report, the patient was not recovered from peritonitis. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient began unspecified antibiotic therapy which was discontinued 17 days after event onset. Should additional relevant information become available, a supplemental report will be submitted.